Event description:
It was reported by service that the scale numbers were fluctuating. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: the footend left load cell malfunctioned.